Manufacturer narrative:
Section b5 - describe event or problem: this section was updated to include the additional information provided by the customer on 20dec2023. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I toxo igg results for two pregnant female patients who are in their third trimester of pregnancy. The patients¿ previous results were negative. The following data was provided: patient 1: (B)(6) 2023 sid (B)(6) alinity I toxo igg initial result = 8.1 iu/ml. (B)(6) 2023 (same sample) alinity I toxo igg repeated result = 8.0 iu/ml. Other results provided: toxo igm result = 0.06 index; avidity result = 9.4% (low avidity). (B)(6) 2023 (new sample) sid (B)(6) alinity I toxo igg result = 5.0 iu/ml. Other result provided: toxo igm result = 0.06 index. The patient¿s previous results from the first and second trimester of pregnancy were negative for both toxo igg and toxo igm. The customer retrieved the samples and retested them on (B)(6) 2023 with the following results: (B)(6) 2023 (first trimester sample) sid (B)(6) alinity I toxo igg repeated result = 0.1 iu/ml; toxo igm = 0.06 index. (B)(6) 2023 (second trimester sample) sid (B)(6) alinity I toxo igg repeated result = 0.01 iu/ml; toxo igm = 0.05 index. Patient 2: (B)(6) 2023 sid (B)(6) alinity I toxo igg initial result = 7.1 iu/ml. (B)(6) 2023 (same sample) alinity I toxo igg repeated result = 7.2 iu/ml. (B)(6) 2023 (same sample) alinity I toxo igg repeated result = 7.0 iu/ml. Other results provided: (B)(6) 2023 toxo igm = 0.06 index; (B)(6) 2023 avidity result = 6.7% (low avidity). The patient¿s previous results from the first and second trimester of pregnancy were negative for toxo igg. The customer retrieved the samples and retested them on (B)(6) 2023 with the following result: (B)(6) 2023 (first trimester sample) sid (B)(6) alinity I toxo igg initial result = 0.1 iu/ml. (B)(6) 2023 (first trimester sample) alinity I toxo igg repeated result = 0.1 iu/ml; toxo igm result = 0.06 index. (B)(6) 2023 (second trimester sample) sid (B)(6) alinity I toxo igg initial result = 0.2 iu/ml. (B)(6) 2023 (second trimester sample) alinity I toxo igg repeated result = 0.1 iu/ml; toxo igm result = 0.06 index. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive; 1.6 to < 3.0 iu/ml = grayzone, >/= 3.0 iu/ml = reactive. No impact to patient management was reported. Update: on 20dec2023, the customer provided additional information. The customer sent the samples to another lab for western blot. The following western blot results were provided: patient 1: sid (B)(6) western blot result = indeterminate. Patient 2: sid (B)(6) western blot result = indeterminate. No impact to patient management was reported.

Event description:
The customer observed false reactive alinity I toxo igg results for two pregnant female patients who are in their third trimester of pregnancy. The patients¿ previous results were negative. The following data was provided: patient 1: (B)(6) 2023 sid (B)(6) alinity I toxo igg initial result = 8.1 iu/ml. (B)(6) 2023 (same sample) alinity I toxo igg repeated result = 8.0 iu/ml. Other results provided: toxo igm result = 0.06 index; avidity result = 9.4% (low avidity). (B)(6) 2023 (new sample) sid (B)(6) alinity I toxo igg result = 5.0 iu/ml. Other result provided: toxo igm result = 0.06 index. The patient¿s previous results from the first and second trimester of pregnancy were negative for both toxo igg and toxo igm. The customer retrieved the samples and retested them on (B)(6) 2023 with the following results: (B)(6) 2023 (first trimester sample) sid (B)(6) alinity I toxo igg repeated result = 0.1 iu/ml; toxo igm = 0.06 index. (B)(6) 2023 (second trimester sample) sid (B)(6) alinity I toxo igg repeated result = 0.01 iu/ml; toxo igm = 0.05 index. Patient 2: (B)(6) 2023 sid (B)(6) alinity I toxo igg initial result = 7.1 iu/ml. (B)(6) 2023 (same sample) alinity I toxo igg repeated result = 7.2 iu/ml. (B)(6) 2023 (same sample) alinity I toxo igg repeated result = 7.0 iu/ml. Other results provided: (B)(6) 2023 toxo igm = 0.06 index; (B)(6) 2023 avidity result = 6.7% (low avidity). The patient¿s previous results from the first and second trimester of pregnancy were negative for toxo igg. The customer retrieved the samples and retested them on (B)(6) 2023 with the following result: (B)(6) 2023 (first trimester sample) sid (B)(6) alinity I toxo igg initial result = 0.1 iu/ml (B)(6) 2023 (first trimester sample) alinity I toxo igg repeated result = 0.1 iu/ml; toxo igm result = 0.06 index. (B)(6) 2023 (second trimester sample) sid (B)(6) alinity I toxo igg initial result = 0.2 iu/ml (B)(6) 2023 (second trimester sample) alinity I toxo igg repeated result = 0.1 iu/ml; toxo igm result = 0.06 index. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive. 1.6 to < 3.0 iu/ml = grayzone. >/= 3.0 iu/ml = reactive. No impact to patient management was reported. Update: on (B)(6) 2023, the customer provided additional information. The customer sent the samples to another lab for western blot. The following western blot results were provided: patient 1: sid (B)(6) western blot result = indeterminate. Patient 2: sid (B)(6) western blot result = indeterminate. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 51238be00 and complaint issue. The overall performance of the alinity I toxo igg reagent lot 51238be00 was reviewed using field data from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. A review of the field data suggests that the performance is acceptable. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number 51238be00.

Event description:
The customer observed false reactive alinity I toxo igg results for two pregnant female patients who are in their third trimester of pregnancy. The patients¿ previous results were negative. The following data was provided: patient 1: (B)(6) 2023 sid (B)(6) alinity I toxo igg initial result = 8.1 iu/ml. (B)(6) 2023 (same sample) alinity I toxo igg repeated result = 8.0 iu/ml. Other results provided: toxo igm result = 0.06 index; avidity result = 9.4% (low avidity). (B)(6) 2023 (new sample) sid (B)(6) alinity I toxo igg result = 5.0 iu/ml. Other result provided: toxo igm result = 0.06 index. The patient¿s previous results from the first and second trimester of pregnancy were negative for both toxo igg and toxo igm. The customer retrieved the samples and retested them on (B)(6) 2023 with the following results: (B)(6) 2023 (first trimester sample) sid (B)(6) alinity I toxo igg repeated result = 0.1 iu/ml; toxo igm = 0.06 index. (B)(6) 2023 (second trimester sample) sid (B)(6) alinity I toxo igg repeated result = 0.01 iu/ml; toxo igm = 0.05 index. Patient 2: (B)(6) 2023 sid 9101408713 alinity I toxo igg initial result = 7.1 iu/ml. (B)(6) 2023 (same sample) alinity I toxo igg repeated result = 7.2 iu/ml. (B)(6) 2023 (same sample) alinity I toxo igg repeated result = 7.0 iu/ml. Other results provided: (B)(6) 2023 toxo igm = 0.06 index; (B)(6) 2023 avidity result = 6.7% (low avidity). The patient¿s previous results from the first and second trimester of pregnancy were negative for toxo igg. The customer retrieved the samples and retested them on (B)(6)2023 with the following result: (B)(6) 2023 (first trimester sample) sid (B)(6) alinity I toxo igg initial result = 0.1 iu/ml. (B)(6) 2023 (first trimester sample) alinity I toxo igg repeated result = 0.1 iu/ml; toxo igm result = 0.06 index. (B)(6) 2023 (second trimester sample) sid (B)(6) alinity I toxo igg initial result = 0.2 iu/ml. (B)(6) 2023 (second trimester sample) alinity I toxo igg repeated result = 0.1 iu/ml; toxo igm result = 0.06 index. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive, 1.6 to < 3.0 iu/ml = grayzone, >/= 3.0 iu/ml = reactive. No impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: patient 1 sids = (B)(6) ; patient 2 sid = (B)(6). This report is being filed on an international product, list number 07p45-22 that has a similar product distributed in the us, list number 07p45-40 / 07p45-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.